Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 messages that appeared on the display of the home pt's homechoice machine during dwell 4/4 of her automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home pt in ending the therapy early. A follow-up call revealed that the pt had been diagnosed with peritonitis.